Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, during the rod seating and tightening/locking of the screw, it was stripped and had to be wasted. The set screws were stripped while being tightened into the pedicle screws (which were already implanted into the spine). No patient c omplications were reported.